Event description:
The customer reported the probe wash of the coulter lh 500 hematology analyzer leaked 3 ml of diluent onto the counter while backwashing. The leak was not contained within the instrument. The operator was wearing gloves, eye glasses, and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse stated the manual sampling probe rinse block was leaking while rinsing the probe. The customer had noticed the issue while switching to manual mode. The fse found the tubing in the pathway to the middle port of rinse block was getting crimped behind the complete blood count (cbc) module when the rinse block was lowered into position. The fse re-arranged the tubing to prevent crimping to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).